Event description:
During a dialysis treatment, the facility reported an incident of clotting of the circuit. Blood loss was estimated at 300cc. 300cc of saline was adminstered as replacement volume and the pt underwent an unscheduled treatment the next day.